Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. As of 11-jul-2023, a system log review cannot be performed because the system logs are not available.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring chest tube placement and hospitalization. The patient had a medical history of hypertension. Per the physician, the biopsied nodule was 10 mm located in the right middle lobe and the "distance to the pleural was adequate." The physician was not sure if the ion system exhibited any issues or unexpected behaviors that may have contributed to the pneumothorax or if a pneumothorax would have occurred with another biopsy modality. The procedure was completed and the pneumothorax was evident after extubation; the patient experienced shortness of breath and pain. Chest radiograph was performed and a 40% right pneumothorax was identified. A chest tube was inserted and the patient was hospitalized for a total of 4 days. The procedure was undiagnostic. The patient is now stable and at home. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Per the physician, a request for review of the case has been made to determine if there were any issues with planning or performance.